Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends.tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: unable to duplicate with retain testing. Source: phone.

Event description:
Customer reporting 1 false positive sars result. Customer communicated the result was confirmed negative by pcr and another brand of rapid antigen test.